Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage non-locking screw had a breakage after surgery could not be confirmed since the device has not been returned for evaluation. Based on investigation, we cannot determine the exact root cause of the determined breakage ; we have not enough information regarding this case. No information has been submitted regarding patient height and weight, whether the patient had reduced weight bearing or whether a walking boot had been ordered by the attending physician. However, regarding the complaints history, we can suspect that the system plate + screws was overloaded by patient with full weight bearing prior to sufficient bone consolidation has been confirmed in the follow up x-rays. Please note that the literature reads: ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis." [Original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the screw in the anchorage plate is broken. Sales rep was unaware if there is a revision scheduled.

Event description:
It was reported that the screw in the anchorage plate is broken. Sales rep was unaware if there is a revision scheduled.